Event description:
A pump declared an alarm during the loading process, indicating an issue. There was no adverse impact on the customer's blood glucose level. The technical support team assisted the customer with loading a new cartridge using the proper technique, but the issue persisted, resulting in a recurring cartridge alarm. Consequently, it was decided to replace the pump even though it was not under warranty. The customer has a backup pump available for use.